Event description:
The customer stated all levels of biorad lyphocheck controls have demonstrated a positive bias and patient samples are reading 17% higher on the architect lh assay. There was no report of impact to patient management.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal f," may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. An investigation is in process. A final report will be submitted when the investigation is complete.